Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that intermittent loss of capture (loc) occurred on this right ventricular (rv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) during an ablation procedure. The device had been programmed to electrocautery mode, but some intermittent loc was still observed. This patient is pacemaker dependent. Boston scientific technical services (ts) discussed that the loc was likely due to the device¿s defib detect circuit being activated by the external current from electrocautery. No adverse patient effects were reported. This lead remains in service.